Event description:
In 2003 - augmentation mastopexy. In 09/06 office visit - pt stated over last 3- 4 days she noticed decreased size right breast compared to left. P.e. =deflation of right breast implant. Pt underwent removal and replacement of right breast implant. Right implant was completely deflated. No apparent holes. Implant replaced with mentor siltex. Round moderate profile implant cat #354-2645 and inflated to 325cc.